Event description:
It was reported that during a polypectomy procedure the snare failed to cut and failed to open. A rotatable snare oval 13mm had been advanced to treat a polyp in the recto-sigmoid. The polyp was successfully captured by the snare. The polyp was unable to be cauterized. The leads were exchanged; however, the snare was still unable to cut the polyp. The snare was unable to be removed as the snare would not release the polyp. The unspecified type of scope was removed. The snare was cut and left inside the patient. The procedure was aborted. The patient has passed the snare fragment "naturally."

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.